Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he tried to replace the sensor and two needle hubs broke off. Customer attached the third on but is getting a sensor error alert. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer stated that the sensor aged out and he neglected to change his sensor while at work. Customer is now at home with the aged out sensor. Customer stated that his blood glucose is high because he has been up all night at work. Customer bolused with the pump to treat. Customer stated that he is currently unable to upload into carelink personal. Customer removed the sensor and found that the cannula was bent. Customer will get the sensor replaced.